Manufacturer narrative:
This report is being filed on an international product, list number 8d06-77 that has a similar product distributed in the us, list number 8d06-31/-41. Address: (B)(6). Phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result generated on an architect i2000sr analyzer which was inconsistent with other platforms. The patient is a (B)(6) year old male diagnosed with colon polyps and gastritis. The patient was initially tested on the johnson & johnson platform, which generated a result = (B)(6); (B)(6) the customer used the (B)(6) method for retesting, which was also (B)(6). The customer then used the architect syphilis assay for re-testing ((B)(6)). The initial result = (B)(6), repeat result = (B)(6). No impact to patient management was reported. The customer reported the patient had a historical (B)(6) result, therefore, the (B)(6) result was reported out of the lab as it was consistent with patient¿s medical history.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record, and inhouse testing of a retained reagent kit lot 30344be00, which contains the same bulk material and is identical to the complaint lot except the labeling of the outer package. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with the lot number and complaint issue. Inhouse testing of a retained reagent kit was performed. All controls met specifications and no false non-reactive results were obtained, indicating the lot generates the expected results. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 30344be01 was identified.